Event description:
I received multiple dermal filler injections (lips, chin, jaw, cheeks, and nose) from an injector whose medical credentials are unclear. After the procedure, I experienced complications including lip asymmetry and large bumps in my jaw area. When I followed up, I learned that the filler used appears to be revolax, which I understand is not FDA-approved for use in the united states. I have requested the product details and lot numbers but have not received full documentation. I am concerned that a non-FDA-approved filler may have been used and that the injections may have been performed improperly or by someone who may not be licensed to perform medical cosmetic procedures. I am reporting this so the situation can be reviewed for patient safety.